Event description:
It was reported that a patient underwent a atrial flutter left (l-afl) procedure with a carto 3 system and a direct pacing port stimulation device malfunction occurred. It was reported that the carto 3 system would not pace from the ablation or the ref/deca ports. They did not have direct pacing and all pacing is through the carto 3 system and the pacing cable. They were able to pace from the 20a and 20b. They rebooted the patient interface issue (piu) and the issue resolved. The reason for pacing was for planned arrhythmia induction. The physician was not trying to pace and ablate from the same catheter simultaneously. The ep med stimulator was used. The physician thought that there was potential risk to the patient. Upon request, additional information was provided on the event on (B)(6) 2014. It was clarified that the direct pacing port was not functioning. According to the physician, the potential risk would be that he would not be able to pace if there was an emergency. The event was originally considered non reportable. However, per the clarification received on (B)(4) 2014 stating that the direct pacing port did not function, this event has been assessed as reportable. The awareness date was updated for this record from (B)(4) 2014 as when the issue was clarified.

Manufacturer narrative:
In the original reported event, we reported that the direct pacing port did not function, therefore this event had been assessed as reportable. However, on september 1, 2014, additional clarification was received stating that they did not go through the direct pacing port/emergency ports. They took the catheter connected to the carto system out and just pinned it directly to the ep med box. Per this additional information received, this event has been assessed as not reportable. (B)(4). It was reported that the carto 3 system would not pace from the ablation or the ref/deca ports. They did not have direct pacing and all pacing is through the carto 3 system and the pacing cable. They were able to pace from the 20a and 20b. They rebooted the patient interface issue (piu) and the issue resolved. The reason for pacing was for planned arrhythmia induction. The physician was not trying to pace and ablate from the same catheter simultaneously. The ep med stimulator was used. Upon request, additional information was provided that the direct pacing port was not functioning. The field service engineer clarified the issue: the statement "the caller confirmed that they do not have direct pacing..." Refers to the customer not having the quick pace ECG cards. This statement does not reference direct/emergency pacing ports on the patient interface unit (piu). Direct pacing ports/emergency pacing was not attempted at the time. This customer used the stimulator input on the front of the piu and attempted to route pacing using catheter channel selections via the carto application. When pace routing through carto was unsuccessful, the piu was rebooted and the user was then able to select channels and route pacing using carto system. The issue was fully resolved with piu reboot and did not recur. The field service engineer spoke to the field representative who confirmed that the piu reboot resolved the issue. The field service engineer advised ensuring the piu is not left on for extended periods without the workstation connected and advised tightening the ic out cable. The field service engineer followed up with field representative to ensure that the issue remains resolved. The field representative confirmed that there were no issues with the system following the reboot . The system is operational. A device history record review (DHR) review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).